Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer was hospitalized due high blood glucose of 447 mg/dl. Customer's current blood glucose was 129 mg/dl. Customer reports the following symptoms related to their blood glucose were vomiting, body pain, headache, dizziness. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.